Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient mentioned having a history of sensitive skin. The patient stated that the symptoms first appeared on (B)(6) 2026. The adhesive patches were not expired and the expiration date is 24-oct-2027. No bandage or tegaderm were being used at the time when the symptoms occurred. The patient consulted the hcp who prescribed cortisone containing cream. The patient mentioned that after they started using the cream, the symptoms have gotten better. The patient is currently using the eversense e3 cgm system without any other issues.

Event description:
Senseonics was made aware of an incident where the patient experienced redness and skin irritation caused by clear adhesive patches. The symptoms first appeared around (B)(6) 2026. The patient consulted hcp who prescribed cortisone containing cream. The patient is currently using eversense e3 cgm system.